Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead had a very difficult time going through the end of the catheter. When the his bundle lead finally advanced through the end of the catheter, the target spot was lost. A new catheter was used for implant and the lead was ultimately placed. No patient complications have been reported as a result of this event.